Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater "38 degree celsius" mode was not working. When the operator sets the mode temp to 38 degrees, the cooler heater would not stop at +/- degree as it should. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The field svc rep (fsr) was able to duplicate problem reported. The fsr will order a 38/42 thermostat assembly and replace.